Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The haptic was torn during insertion into the eye. The lens was removed with no pt injury. Cause of torn haptic is tech error.

Manufacturer narrative:
(B)(4).